Event description:
Dealer states the compressor is seized and the sieve beds are dusted. No further information provided. Additional non-reportable complaint for this device; dealer alleges the sieve beds are dusted.